Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at 50 g via an implantable pump for secondary dystonia. It was reported that on 2025-05-30, there was a pump inversion. It was stated that there was causal relationship with the pump. On 2025-05-31, the physician reported that a position adjustment was scheduled for (B)(6) due to pump inversion. While attempting to refill, a puncture was performed, but the needle did not easily enter. Fluoroscopy was used to guide the puncture, but it still could not be completed. It appeared that the pump was inverted. Therefore, a position adjustment was scheduled for (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) and it was noted the pump was repositioned by surgical operation. Regarding resolution, it was noted the condition was unknown since then. The pump was still in use.